Manufacturer narrative:
A review of the manufacturing records was not possible due to the lack of the catalog and lot numbers of the device. Without examination of the actual device involved, we are unable to determine the cause or factors which contributed to this event.

Event description:
The "PICC line separated just above the hub at pt home. PICC line was placed in host in 2005." Patient showed no signs / symptoms related to line problem. This is the second occurence for patient with PICC line failure at home.